Manufacturer narrative:
Product ID: 3886, lot# l96946, implanted: (B)(6) 2001, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. (B)(4).

Event description:
The consumer reported that prior to implant the patient would need to have a catheter in order to go to the bathroom and they had not had to do that for a long time. The patient was still able to go to the bathroom and only 1 time did they need to get help with the catheter. They were not able to go to the bathroom and had to get assistance in having a catheter put. The patient had a return of symptoms and it only happened 1 time. This was considered a sudden change in therapy on (B)(6) 2015. There were no falls or trauma that could be related to the issue. The patient had not seen their health care provider (hcp) for a really long time. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No intervention or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.